Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
Reporter had back-to-back, meter-to-lab blood glucose fasting comparisons, with results of 99 and 174 mg/dl. Reporter was not experiencing any symptoms. Reporter was cleaning meter with alcohol. Control solution test results were 125(88-132) mg/dl.